Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device made an unusual noise and overheated in two minutes (120.2 degrees in 2 minutes should be less than 118 degrees in 10 minutes). It was further determined that the driveshaft was broken, causing the noise and the overheating. It was determined that these issues were consistent with excessive force being applied during use. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to abuse/ misuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a pre-surgery, it was discovered that the motor device made loud rattling noises. During in-house engineering evaluation, it was observed that the device overheated in two minutes (120.2 degrees in 2 minutes should be less than 118 degrees in 10 minutes). There were no delays to the surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.